Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had primary total hip replacement and needed to return to the operating room in 11 days due to a peri-prosthetic femur fracture (b2). During surgery the acetabulum was noted to be loose. All componentes exchanged.